Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was removed after being implanted due to the patient's suspected severe reaction to contrast agent. The lead was not used. No further patient complications have been reported as a result of this event.